Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance tubes had a blue particle inside the tube.

Manufacturer narrative:
Correction: describe event or problem: it was reported that six bd vacutainer® sst¿ ii advance tubes had a blue particle inside the tube. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that six bd vacutainer® sst¿ ii advance tubes had a blue particle inside the tube.